Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy drain bags. The cause of the event was not reported. Two days after the event onset, the patient was hospitalized for the event. The patient was treated with unspecified medication (ongoing, dose, route and frequency were not reported) for the event. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering at home and pd therapy was ongoing with manual supplies. No additional information is available.